Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the knife blade did not retract. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one lf1723 ligasure device was received, and an evaluation of the sample could not confirm the reported issue. Visual inspection found no defects. Mechanical testing found the jaws operated properly and the knife blade deployed and retracted smoothly along the knife track. The knife cut with acceptable results and no damage was found on the blade. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.